Event description:
It was reported that during reprocessing, the subject us-scope / us-probe had a e315 scope not recognized error. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for the inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: no image displayed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was likely the result of corrosion on the s-connector and damage on the charged coupled device (ccd) unit. Olympus will continue to monitor field performance for this device.